Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken off of the insulin pump about a year ago, and now her doctor wanted to get her back on the device. The caller requested has someone come out to check the insulin pump and to make sure the device is functioning properly. The caller stated that the customer was in a coma due to diabetes, and the doctor believes that the insulin pump either over delivered insulin or under delivered insulin. The blood glucose at time of admission was 10mg/dl. Reviewed the alarm history and found several error alarms. No further information was provided.